Manufacturer narrative:
Batch review performed on 18 february 2021: lot 1907362: (B)(4) items manufactured and released on 21-jan-2020. Expiration date: 2025-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs department: immediate postoperative hip dislocation revised 1 week after primary implantation. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices. Another device involved: batch review performed on 18 february 2021: liner: versafit cup cc trio 01.26.3648 hct flat pe hc liner ø 36 / f (k103352)lot. 172717: (B)(4) items manufactured and released on 14-ago-2017. Expiration date: 2022-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 7 days post primary for dislocation of the head from the liner. The surgeon revised the stem and head in the way to create an adequate offset.